Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Also, found moisture damage on pcba 1 and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label missing, corroded battery tube, missing display window/cover, keypad overlay peeling, cracked case, cracked case (battery tube) and battery tube threads - cracked. Blank display was confirmed during analysis due to misaligned battery tube. Exposed to moisture confirmed at the pcba 1 and battery tube side. Unable to verify customer alleged for high bgs. Cosmetic damage confirmed at the keypad and battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a blank display on the insulin pump, a crack on the battery tube side and keypad that affected the insulin pump's functionality. The event involved product(s) unk_sensor, mmt-1880, mmt-441a, mmt-342. Troubleshooting was declined by the customer for high blood glucose event. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the blank display as the customer declined further troubleshooting. No further patient complications were reported. No product return is required for unk_sensor. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for mmt-441a. No product return is required for mmt-342.